Event description:
Patient s/p heartmate ii implant with lv aneurysm resection and repair on (B)(6) 2016. Post-op course complicated by short term cwhd for acute kidney injury and shock liver in the setting of a high serum lactate. Anticoagulation post-op included asa and heparin gtt warfarin started on (B)(6) 2016. Ldh 1122 u/l on (B)(6) 2016 patient noted to have dark urine with hemoglobinuria and an acute increase in ldh to 877 u/l on (B)(6) 2016. CT of the pump on (B)(6) 2016 did not reveal an obvious thrombus in the cannula or pump. However, due to continuous rise of the patient's ldh and plasma free-hemoglobin, pump was exchanged on (B)(6) 2016; thrombus noted in pump on explant.

Event description:
Pt with a history of lvad exchange for hemolysis / thrombosis on (B)(6) 2016, now with ldh 737 u/l on (B)(6) 2016 (ldh baseline 350 u/l). Pt admitted and treated with heparin gtt. Pt was on asa 81 mg and warfarin but had documented medical compliance issues with warfarin due to increased financial resources. Inr noted to be 1.8 on (B)(6) 2016 and 1.9 on (B)(6) 2016. Pt had therapeutic inr's in (B)(6). Due to pt's history of three stemotomies, pt medically managed with asa and heparin.